Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, brown particles, and a flat crease. A leak test was performed and found openings on the anterior side. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness is within specification, opening striated. Based on the device analysis the final assessment is: a sharp opening on the anterior due to an unidentified tear opening and a striated edge opening on the anterior side due to surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.